Manufacturer narrative:
Eval: brake cams.

Event description:
It was reported by service report that brakes are not holding and the brake cams are worn. There was pt involvement; however, no adverse consequences are reported.